Event description:
It was reported that a pt's generator registered multiple magnet activations after use of the pt magnet. Info received from the pt revealed that the pt does not use his magnet often and the root cause of the multiple registered magnet activations is unk at the moment. Good faith attempts to obtain additional info from the treating physician have been unsuccessful to date.